Manufacturer narrative:
(B)(4). Part of the device remains implanted; the excised portion of the mesh is not expected to be returned; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx mesh device was implanted into the patient on (B)(6) 2014. According to the complainant, the patient underwent an excision procedure of the mesh on (B)(6) 2015. Boston scientific has been unable to obtain additional information regarding the event to date.